Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), that the outer insulation was breached cut, and that there was apparent explant damage.

Event description:
It was reported that the lead became dislodged due to difficulty with positioning and/or fixation. The lead was removed and replaced. No patient complications have been reported as a result of this event.